Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve at the target implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc), the patient's gradient was observed to be 19-20 millimeters of mercury (mm hg). A post-implant balloon aortic valvuloplasty (bav) was performed to address the elevated gradient. Following the successful inflation and deflation of the balloon, the balloon got stuck on the "tab" of the valve, resulting in a dislodge and embolization of the valve into the ascending aorta. Subsequently, a new valve was loaded into a new delivery catheter system (dcs). Following insertion into the patient, the delivery catheter system (dcs) was unable to advance through the embolized valve. Subsequently, the procedure was aborted.

Manufacturer narrative:
Updated: b1, b2, b5, d6b, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve at the target implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc), the patient's gradient was observed to be 19-20 millimeters of mercury (mm hg). A post-implant balloon aortic valvuloplasty (bav) was performed to address the elevated gradient. Following the successful inflation and deflation of the balloon, the balloon got stuck on the "tab" of the valve, resulting in a dislodge and embolization of the valve into the ascending aorta. Subsequently, a new valve was loaded into a new delivery catheter system (dcs). Following insertion into the patient, the delivery catheter system (dcs) was unable to advance through the embolized valve. Subsequently, the procedure was aborted. Additional information was received that a non-medtronic (safari) guidewire and a 20 mm non-medtronic (bard true) balloon were used for the procedure. A steep root angle of the anatomy contributed to the dislodgment. The patient was taken to surgery three weeks later to remove the embolized valve and implant a 23 mm non-medtronic (edwards inspiris) surgical valve.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.